Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The cannula mis-fired unintentionally from the insertion device and was embedded into a wall. No adverse event alleged. Device not returned. Lot not provided.